Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an unrelated ipg replacement procedure on (B)(6) 2020 (manufacturer report number: 1627487-2020-48254), the patient's 3186 lead was no longer implanted. It is unknown when or why the lead was explanted. No further information is available.